Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was involved in an incident where the patient's blood glucose began to rise after device change. The patient's blood glucose was reported at 299 mg/dl. It was suspected by the patient that the high blood glucose was caused by an air bubble in the luer lock. Troubleshooting determined the issue was caused by a bent, kinked cannula. The infusion set was changed and a bolus via a pump was administered to address the high blood glucose. No permanent injury was reported.